Event description:
It was reported to philips that the live image monitor was not working. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and found the live image monitor was not working. Upon troubleshooting, fse found customer had been cleaning the monitor with a damp cloth. Fse found the monitor set to dvi, which the system does not support. To resolve the issue, the fse changed the input to bnc. After changing the monitor input from dvi to bnc, the system is returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the issue was caused by user. The user cleans the monitor with a damp cloth and after that it unlocked the monitor's on-screen display and changed the monitor input to dvi. The reported malfunction did not happen due to the philips product, it¿s basically happened due to change the monitor input to dvi. This event would not be reportable. The codes were updated based on the investigation outcome.